Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed, based on the results of the investigation, the cause found no image due to a bad cable unit connector. However, the most probable cause was traced to a component failure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head does not turn on. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the camera head does not turn on. There were no reports of patient harm.